Manufacturer narrative:
Stryker evaluated the customers device and was able to verify and duplicate the reported issue. The cause of the reported issue was isolated to the battery. The battery was replaced to resolve the issue. The device passed functional and performance testing and was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was not turning on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not turning on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.